Event description:
It was reported to boston scientific corporation that during an esophagogastroduodenoscopy with biopsy of the esophagus, the radial jaw 3 biopsy forceps jaws would not close. The forceps were able to open to take the bite but they would not close. The case was completed with another of the same device with no pt complications.

Manufacturer narrative:
DHR (device history record) review was performed and no deviation was found. The suspect device has been disposed. A device evaluation will not be performed; therefore, the determination of a root cause may not be completed without analysis of the device involved.